Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not available for evaluation. A review of the device history record revealed the following information: investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defects/conditions on lot number 7016892. S1: no adverse health consequences; may result in annoyance to user or to patient s2: minor injury, without significant discomfort or any degree of disability. This is a transient, self-limited illness or injury not requiring medical intervention. S3: moderate injury which may include significant discomfort, severe symptoms and / or temporary disability. This usually requires medical intervention to treat the injury. S4: serious injury which result in severe symptoms or permanent impairment (irreversible impairment or damage to a body structure or function). S5: fatal or immediately life threatening, death has occurred or could occur. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. There were zero (0) defects or notifications noted during the production of the above listed batch. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. DHR: date: 01sep2017, defect: needle pain/bruising, cat. #: 320469, batch#: 7016892. Product description: syringe 1.0ml 30ga 8mm tw 10bag 500 ca. Date(s) of packaging: 06mar2017 to 07mar2017. Machines packaged on: line 9 ff&s (na, nb, nc, nd, nx & px). Device history record review ¿ a review of the device history record was completed for batch #7016892. All inspections and challenges were performed per the applicable operations qc specifications. Pils ¿ there was one (1) batch of material # 700003984 (barrel 1.0ml shd 30ga 8mm tw sm700177) that went into the finished batch 7016892. Batch#: 7016892. Dates of manufacture: 06mar2017 to 07mar2017. Machines manufactured on: line 9 pils (fn). There were zero (0) defects or notifications noted during the production of the above listed batch. (B)(4).

Event description:
It was reported by a consumer that physical pain and bruising was caused when using a 30 g x 8 mm 1cc bd¿ ultra-fine ii¿ (short) self-contained insulin syringe. The consumer sought medical attention and reviewed ailments with a physician.